Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. The unit was able to turn on the sensor feature on the edit settings screen. Then the unit communicated properly with the glucose sensor simulator and the minilink transmitter. The thresholds suspend feature functions properly. After the sensor testing was complete, the unit was able to turn off the sensor feature on the edit settings screen. No sensor anomaly noted. Unit had minor scratched display window, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 in the intensive care unit, with blood glucose of 600 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that insulin pump did not have a leak or air bubbles, and programming was correct. Customer declined high pressure test. Customer was not able to turn off insulin pump due to having an open circle. Customer was assisted and was able to turn off insulin pump. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.